Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a esophagogastroduodenoscopy (egd) procedure performed in 2009. According to the complaint, during deployment, the first clip failed to release completely, was "dangling" from the device and fell off into the pt. The physician did not attempt the retrieval of the clip. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complaint was unable to provide the suspect device lot number: therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.